Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. Visual inspection of the actual sample (upon received at ashitaka factory) found no breakage in the appearance. Reddish discoloration was found on the cross section of the fiber on the gas channel side. Gas was swept into the gas channel of the actual sample. Red transparent liquid was flowing out from the gas outlet side. The liquid that flowed out was tested with our protein test paper ("uriace") and confirmed to contain protein. It was likely that this liquid was plasma that had changed in transparent red due to hemolysis. The actual sample was disassembled, and the internal condition was checked. A part of the fiber had been discolored. No anomaly was found in the winding condition of fiber. No deformation or other anomaly was observed in the heat exchanger. The fibers of each layer of the actual sample were observed with an electron microscope. No anomaly was found in the condition of fiber surface compared to the current product. The fiber was cut, and the internal surface condition was checked. Leakage of plasma components was observed on the inner surface of fiber. The manufacturing history record and the shipping inspection record of the actual sample and no anomaly was found. No similar complaint was received. Based on the investigation result, it was confirmed that the plasma leakage had occurred in the actual sample. As a possible cause of the plasma leakage, based on our past experiences, the following factor was considered. However, it was not possible to clarify the cause of plasma leak. It was inferred that any change in blood properties produced a surface-active substance that disrupted the surface tension relationship between blood and gas that had been maintained in the micropores of the fiber surface. As a result, plasma leak was likely to occur. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that in an adult valve case, a plasma leak in the oxygenator was visually confirmed after five (5) hours of extracorporeal circulation. Since it was after declamping of the aorta when the leakage was detected, and no anomaly was observed in the gas exchange performance, assuming the time until the weaning, they did not change out the actual sample. The patient was able to be safely weaned. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.